Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a matrix drawer did not open fully. The affected drawer contained respiratory medications. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the main matrix drawer 1 was sticking and not fully releasing. A field service engineer (fse) confirmed that bearing cage was damaged on the right slide rail. The fse replaced the right slide rail and ran hardware test application (hta) diagnostics on main matrix drawer 1 passed successfully. Manual open and close testing was also performed and completed successfully, confirming normal operation. The system functioned as intended after field service engineer repaired the device.